Event description:
The facility representative reported a flo-gard infusion pump that does not work. It is unknown when this event occurred but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not work was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be corrosion and a dirty safety slide clamp sensor. The safety slide clamp sensor was cleaned and resoldered and the assembly was repaired to correct this condition. A device history review revealed no abnormalities were found during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.